Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient presented with the following preoperative diagnoses: lumbar degenerative disk disease; lumbar radiculopathy. The patient underwent the following procedures: retroperitoneal approach to the l5-s1 inner space with anterior interbody fusion with anterior rod cage device; posterior instrumentation l5-s1; posterolateral fusion l5-s1; local autograft; fluoroscopic imaging for placement of minimally invasive system. Hardware implanted: trans-1 axial rod cage device; posterior pedicle screw minimal invasive instrumentation. Per op notes: the sexton device was used to place the rod through small proximal stab incision. The set screws were locked down into position. Sexton device was then removed. The screws remained. Posterolateral gutters were then decorticated using cobb to scrape transverse process. Mosaic and rhbmp-2/acs were then packed through the small wounds. Images were then obtained. No complication or difficulty was reported.